Event description:
It was reported device reset was observed after inappropriate shock for supraventricular tachycardia. At time of shock, the device was reprogrammed to original settings. Technical services assisted in resolving the reset through the engineering test page. After reprogramming it was found the right ventricular lead impedance had increased by over double the baseline.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.